Manufacturer narrative:
Batch review performed on 05 july 2019: lot 181878: (B)(4) items manufactured and released on 18-06-2018. Expiration date: 2023-05-21. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Visual inspection performed by r&d knee manager: during the primary knee surgery and while attempting to engage the insert screw into the tibial tray, the surgeon observed that the screw would not engage with the tibial tray. The surgeon used another 12mm s2 sphere insert to complete the case. The surgery was then completed successfully. The returned tibial insert presents some dents and scratches on the anterior part, most likely caused during the handling of the insert in the attempt to insert, fix and remove the inlay from the joint. The hole of the screw seems to be in compliance with the specifications required. A functional test has been also performed to verify the possibility to engage the screw into the insert. As result of this test, it was possible to engage the dedicated screw and fix the inlay into the baseplate. From visual inspection of the returned insert, the isn't the evidence to link the event to a faulty device. Cause for the event remains unknown.

Event description:
During the primary knee surgery and while attempting to engage the insert screw into the tibial tray, the surgeon observed that the screw would not engage with the tibial tray. The surgeon used another 12mm s2 sphere insert to complete the case. The surgery was completed successfully.